Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that arteriotomy closure in the right common femoral artery was done with two proglide devices using the pre-close technique via a 7f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The suture of the first proglide device was successfully pre-placed without issue. Reportedly, during the attempt with a second proglide device, the suture was not present when the plunger was pulled back. The suture of a third proglide device was successfully pre-placed. The sheath was upsized to a 14f and the tavi procedure was completed. Hemostasis was achieved with the two pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.